Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) and the device was unable to connect to the clinician programmer. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred middle of 2025 prior to the date the manufacturer became aware.